Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer cleared the alarm and reported that the pump supplies would be changed. Multiple follow attempts were made by tandem customer technical support (tts), however, no response was received by the customer. There was no reported adverse impact. Reportedly, the customer reverted to an alternate method of insulin delivery.